Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump turned off by itself while infusing drip to a patient during therapy (medication, programmed amount and delivery rate unknown) in (B)(6). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed during device investigation. The cause was determined to be chafing on the back flex, which exposed traces #27 and #30. The rear case was replaced to correct this condition. (B)(4).